Manufacturer narrative:
(B)(4). The lot was manufactured may 9, 2014 to may 10, 2014. The device was received for evaluation. Visual inspection showed no flow when the distal luer cap was removed. Microscopic inspection of the flow restrictor revealed the cause of the no flow was due to micro air bubbles blocking the fluid path. The reported problem was verified through evaluation. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse with a patient after being connected for 24 hours. The device was filled with 6 g of cefazolin. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.